Event description:
A us distributor contacted zoll to report that a patient developed a rash under the therapy pads and electrodes of the lifevest equipment. Patient described the area as red, stinging, burning, black and blue. Patient reports allergies to metals and plastics. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a cortisone cream for the skin irritation. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.